Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced seroma, infection and adhesions. These are all known inherent risks of surgery and are identified in the adverse reaction section of the IFU as known possible complications. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Note: device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent hernia repair with an unspecified perfx plug mesh product. (B)(6) 2015 - the patient presented to the ER and underwent surgery to correct inflammatory adhesions, and had his appendix excised. (B)(6) 2016 - the patient began experiencing a burning pain in his abdomen, the patient was subsequently diagnosed with a postoperative seroma. (B)(6) 2016 - the patient was diagnosed with a right lower quad abscess. The very next day, the patient developed an infection that caused hematoma, which subsequently had to be drained. The patient was then prescribed antibiotics and a follow up with a pain specialist for injections. The patient's attorney alleges the patient suffered from other adverse reactions including, abdominal pain, building of fluid, weight loss, and other serious injuries including chronic diarrhea and a subsequent surgery. As alleged, patient was caused and in the future will be caused to suffer severe personal injuries, pain and suffering and other damages. As reported, patient has experienced mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization, and other damages due to the alleged defective perfix plug hernia mesh product.